Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery four or five times before receiving a motor error alarm. Customer's blood glucose level was 202 mg/dl. The drive support cap was sticking out. The insulin pump was inoperative. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error or no delivery alarms were noted. The motor passed the motor test. The drive support was inspected and no anomaly was noted. The pump had minor scratches on the display window.